Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the rainbow effect on the screen making it hard to see sometimes also buttons are sometimes sticky causing her to push more than once. The customer¿s blood glucose was unknown. Customer also stated that insulin pump was louder when rewinding. The device will not be returned for analysis.